Event description:
The patient contacted animas on (B)(6) 2012 reporting experiencing a low blood glucose of 1 mmol/l requiring emergency medical services related to delivering multiple boluses. The patient indicated that the event took place in (B)(6) 2012 but the specific date was not provided. The patient reported that blood glucose levels were poor so a bolus was programmed and the patient then changed the site; the patient reported that after changing the site a second bolus was programmed. The patient reported being found unresponsive and emergency medical services treated the low blood glucose with d50. The patient was advised that some of the first bolus was likely absorbed at the old site so the second bolus likely caused the blood glucose levels to go low. This report is made based on the allegation that the patient experienced hypoglycemia requiring medical intervention related to bolusing twice.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: there was no pump data from the time of the event available due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. When the pump entered the ez-prime steps, the pump correctly display a warning ¿disconnect infusion set from your body!¿. The ez-prime steps were performed successfully. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.